Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the patient was not getting effective pain relief. A "stopped pump" was suspected. The pump was noted to be programmed in "stopped pump" mode in 2009. The pump was explanted and replaced. The pump contained morphine. The patient recovered without sequela.